Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
During surgery the flexible shaft cracked, can't be used. We use another part to continue the surgery.